Event description:
Attorney reported: the patient suffered injury and damage associated with his use of defective products, a kugel hernia patch and a bard kugel hernia patch. The patient alleges to have suffered disabling pain and required surgical intervention, due to having the patch implanted in him.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2009-00093 for information related to the other kugel patch included in the event description.